Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited intermittently high out-of-range shock impedance measurements greater than 125 ohms. The health care professional (hcp) indicated alerts were not received in the remote home monitoring system after each out-of-range measurement. Technical services (ts) discussed that the device needs to be interrogated with a programmer after each alert in order for the remote home monitoring system to trigger additional alerts. It was noted that the crt-d had been in an ongoing alert, beeping condition for nearly a year. Further in-clinic evaluation was recommended. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited intermittently high out-of-range shock impedance measurements greater than 125 ohms. The health care professional (hcp) indicated alerts were not received in the remote home monitoring system after each out-of-range measurement. Technical services (ts) discussed that the device needs to be interrogated with a programmer after each alert in order for the remote home monitoring system to trigger additional alerts. It was noted that the crt-d had been in an ongoing alert, beeping condition for nearly a year. Further in-clinic evaluation was recommended. This crt-d system remains in service. No adverse patient effects were reported. Additional information received approximately 10 months later reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements, now greater than 200 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported.